Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer resumed insulin delivery and did not receive another alarm. The customer's blood glucose level was not impacted. As the customer was not receiving an occlusion alarm at the time tandem technical support was contacted, a system check to determine a possible cause of the occlusion was unable to be performed.